Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose(bg) levels at night; no value was provided. In addition, it was reported that the touch screen was intermittently unresponsive. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support.